Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log found the programmed volume and rate were configured correctly. Functional testing was unable to verify or duplicate the reported problem, no fault was found. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not deliver the programmed volume. There was no patient involvement and patient harm/adverse event.